Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that brakes disengage. This report was filled in our complaint handling system as complaint # (B)(4).

Event description:
The customer reported that brakes disengage. This report was filled in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The field service of baxter performed an on-site investigation at the hospital. The failure "brakes were coming off" was traced to the hydraulic unit. Therefore, the hydraulic unit was replaced. A further investigation at the legal manufacturer identified the most likely cause of the allegation. The table is showing a message on the remote screen if a pressure drop is identified in the hydraulic system which is responsible for the floor locks. This message is displayed before the floor locks are disengaging to notify the user to press the locking button again. It could not be confirmed that the table physically unlocked and only the message was present. The pressure monitoring of the hydraulic unit is a normal safety function to ensure the safe position of the table. As no critical failure was present, this complaint is considered as not reportable. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Based on this, no further actions are required.